Event description:
In 2009, the patient underwent treatment or a right iliac aneurysm and was implanted with three gore excluder aaa endoprosthesis. In 2009, at the patient's one month follow-up computed tomography (CT) scan, showed that the proximal end of the trunk ipsilateral component had collapsed and was infolded. This was attributed to poor opposition to the left lateral wall. Two days later, the patient underwent a reintervention and a palmaz stent was introduced and implanted 3 cm's proximal of the trunk ipsilateral component. This resolved the device infolding and the patient tolerated the procedure. Further investigation is pending.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. Results code - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.